Event description:
A physician reported a pt who was skin tested on 10/12/96 with negative results, and was treated on 11/21/96 in the glabella, nasolabial folds, and horizontal forehead lines. On 12/1/96, erythema was noted at the forehead treatment sites. On 12/2/96, erythema and induration were noted at the skin test site. On 12/3/96, swelling was noted at the skin test and treatment sites. On 12/6/96, snf 12/9/96, a consulting physician prescribed intralesional steroids.